Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging cancer but not sure if related to using the device. Patient saught medical intervention by having some of her intestines removed due to stage 2 cancer. Patient will be having a follow up with the doctor soon. No additional information can be requested at this time. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.